Event description:
On (B)(6) 2018, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿243 and 86 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. This complaint is being ruled out as a reportable event due to the following conclusion(s): there was no indication that the product caused or contributed to an adverse event. In addition, there was no evidence that the product malfunctioned.